Manufacturer narrative:
This supplemental report is being submitted to provide additional information to d9 and the legal manufacturer's final investigation results. Based on the results of the investigation, the e231/e238 was likely caused by internal disconnection or short-circuit since a kink and a tear of the outer surface of the image sensor cable section were observed; however, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use (IFU) which state: instructions operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ describes how to inspect for the subject events. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the videoscope exhibited an error e231 (otv/endoscope failure), resulting in a black screen. The issue occurred during set up for a therapeutic gynecology procedure for uterine fibroids. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.